Event description:
The device was used to check the customer's blood glucose and a result of 325 mg/dl was obtained. A friend thought pt was low by the way pt was acting and called the emergency medical technicians. They arrived and checked pt glucose at 40 mg/dl. Pt was taken to the hospital and treated with an IV, sugar water, orange juice and food. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.